Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead. Product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the issue was resolved after replacing the device. The health care provider (hcp) had to call the manufacturer to get help with the issue of open circuits on all monopolar pairs, but the issue was figured out.

Event description:
A health care professional (hcp) reported the patient's implantable neurostimulator (ins) was replaced last week due to normal elective replacement indicator (eri). As a result, ended up with an impedance issue of an open circuit on the l, pairs with 1-3 were out of range. On the day of this report, the hcp attempted to resolve the issue, tightened setscrew and got opens on all electrodes. A new ins was opened and still got opens on all monopolar pairs. The hcp then retested with the ins in the pocket, and the impedances were all within range. No symptoms were reported.